Event description:
The sales representative reported, the middle extender sleeve failed to hold securely to the screw. There was no reported intervention, injury or surgical delay. The date of the surgical event is unknown.

Manufacturer narrative:
Investigation is pending.